Event description:
It was reported that the system was explanted due to infection, due to septic shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. (B)(4). No anomaly was found.